Event description:
The customer reported via phone call that the went into the pool while connected to the insulin pump. Customer stated they performed a self-test after and the insulin pump passed. The customer also reported receiving a button error alarm when attempting to bolus afterwards. The customer's blood glucose was 154 mg/dl. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with normal operating currents and no unexpected off no power, low battery or failed battery test alarms noted. The insulin pump had an intermittent button response due to moisture damage on keypad traces. No button error alarm or moisture damage under lcd screen, electronic assembly or motor noted. The insulin pump had a cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.